Event description:
It was reported while using the bd veritor¿ system for rapid detection of flu a+b clia-waived kit, one (1) flu b negative patient result was obtained. However, the user visually observed four lines on the test cartridge and questioned the negative result expecting a positive flu b result. There was no report of confirmatory testing performed. There were no health impact or consequences reported.

Manufacturer narrative:
The information for the additional 510k is as follows: g4. PMA/510(k)#: k132259, k132692, k151291, k152870, k160161. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of flu a+b clia-waived kit, one (1) flu b negative patient result was obtained. However, the user visually observed four lines on the test cartridge and questioned the negative result expecting a positive flu b result. There was no report of confirmatory testing performed. There were no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for evaluation: yes d9. Returned to manufacturer on: 21-oct-2025. H3. Device eval by manufacturer? Yes. Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges a flu b discrepant result when using kit flu a+b 30 test physician veritor (material#: 256045), batch number 4338484. The customer reported that the test cartridge is reading a negative result with the analyzer, however they are visually seeing 4 lines on the reading window. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. There were 3 photos received, showing the results from the control swabs, the kit lot information, and 2 used test cartridges. There are lines visible in one of two devices, however, the issue of discrepant result cannot be confirmed through this image alone, without analyzer data. Return samples were received and functionally tested. All devices tested had passing results. A trend analysis for discrepant results was conducted; no adverse trend was identified. There were no corrective actions taken at this time.